Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a lisfranc surgical procedure that utilized paragon 28 baby gorilla/gorilla plating system. The head of the 2.5 x 14mm, non-locking screw broke off upon insertion. The surgeon used 2.0mm drill bit prior to implanting the screw and noted that the screw went in easily. However, when the screw touched the plate, the head of the screw broke off. A medwatch voluntary report form was submitted by the facility under uf/importer report #: (B)(4).